Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient the power suddenly turned off during use. The battery of the device was replaced, the device was restarted and then the device worked without issue. After the event, the extracted battery was confirmed normal at 8.9 volts. There was no evidence that the device had been turned off by the patient. The battery had not reached the expiration date. Periodic maintenance had been done on the device since it was last checked by the manufacturer. The epg is still in use. No patient complications have been reported as a result of this event.